Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to determine if the speaker produced sound, and it was provided that the speaker produced sound. The device was not in use.

Manufacturer narrative:
The bench repair technician (brt) could not replicate the customer's reported fault. The brt replaced the speaker assembly as a precaution. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. He device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had an intermittent speaker malfunction inop. The device was not in use.